Manufacturer narrative:
Based on the claim against the product by the customer noting clip application issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The hem-o-lok clip applier was analyzed and the complaint regarding the instrument not closing or clamping clips properly was not confirmed or replicated by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed clip test. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Failure analysis also found additional observation that was not reported by site and not related to the reported failure: signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The probable root cause of corrosion is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The probable root cause of the clip application issue cannot be determined based on the information provided and failure analysis results. No product issue was identified. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned revealed no issues related to the customer reported event. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the hem-o-lok clip applier was not closing and clamping clips properly. The procedure was completed as planned with no reported injury. Intuitive surgical inc.(isi) has made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.